Event description:
The pt was hospitalized for elevated blood glucose levels and dka.

Manufacturer narrative:
The pump was returned to animas for evaluation. Evaluation revealed a battery compartment crack but demonstrated that pump insulin delivery was operating within required specifications and delivery accuracy.